Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. Insulin pump was monitored. All operating currents tested within spec range. No unexpected low battery alarm, weak battery alarm or auto off alarm noted. No motor error alarms noted. Motor tested ok. Cracked reservoir tube lip, cracked battery tube threads, and scratched display window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a low battery alarm and a motor error alarm. Batteries did not last more than a week. Customer's blood glucose was over 400 mg/dl. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.